Manufacturer narrative:
The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing shortly post-implant. Data was sent to boston scientific technical services (ts) and a ts consultant discussed that the oversensing is most likely due to either a torn seal plug or a slightly loosened setscrew. Additional troubleshooting was provided and it was also discussed that the condition is expected to self-resolve over time. The sensing vector was changed from secondary to primary. The patient was kept in the hospital overnight for observation and discharged in the morning. No adverse patient effects were reported.